Manufacturer narrative:
Continuation of d10: product ID mcs-p3-31-aoa (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 8 years and 11 months following the implant of this transcatheter bioprosthetic valve, the patient presented to the emergency department with acute on chronic progressive dyspnea concerning for new onset congestive heart failure. Additionally, severe aortic regurgitation and paravalvular leak were noted. Subsequently, a cardiac catheterization was performed and the patient was hospitalized. Five days later, a non-medtronic valve was implanted valve-in-valve and the aortic insufficiency resolved. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicated that the acute diastolic congestive heart failure (chf) which occurred resolved the day following the valve-in-valve revision which was 6 days following the chf onset.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 8 years and 11 months following the implant of this transcatheter bioprosthetic valve, the patient presented to the emergency department with acute on chronic progressive dyspnea concerning for new onset congestive heart failure. Additionally, severe aortic regurgitation and paravalvular leak were noted. Subsequently, a cardiac catheterization was performed and the patient was hospitalized. Five days later, a non-medtronic valve was implanted valve-in-valve and the aortic insufficiency resolved. No additional adverse patient effects were reported. Additional information was received to report the patient was deemed to be an extreme risk for a surgical valve replacement, but met the criteria for a transcatheter aortic valve in transcatheter aortic valve procedure. Subsequently, a 23mm non-medtronic valve was implanted. The patient was discharged to home the following day.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.